Event description:
It was reported that the patients atrial lead was not secured into the header of the implantable pulse generator (ipg) and that the set screw was not tightened down at initial implant. The lead was reattached to the device and remains in in use. No patient complications have been reported as a result of this event.